Event description:
In 02/06, nellcor puritan bennett received a report where a customer is reporting "that your tracheal-cannulas always break or will be porous at the same area". The location of the break was not reported. The customer stated this occured during use on a pt. Nellcor is attempting to obtain further info related to the location of reported break.